Event description:
End user called and stated her peristomal skin is broken and raw closest to stoma. She also stated she just changed to a smaller size moldable wafer one week ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was educated how to use stomahesive powder and no sting barrier wipe. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.